Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed cold pixels. This was noted at the last linear position of treatment. The surgeon decreased the power, as well as monitored the ablation zone without actively lasing. The thermal dose threshold (tdt) lines did not expand. The physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.